Manufacturer narrative:
Patient with a unicondylar knee implant developed an infection. Patient was revised to a total knee replacement. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient with a unicondylar knee implant developed an infection. Patient was revised to a total knee replacement.